Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-06852. It was reported that an esophageal tear occurred. During preparation for a left atrial appendage (laa) closure procedure, a 24mm watchman ® laa closure device & delivery system was selected. However, they were unable to close the clear touhy. The closure device never entered the patient and the procedure was completed with another 24mm watchman ® laa closure device. Post procedure, the patient developed swelling in their neck and face. Upon examination it was determined that the patient experienced an esophageal tear, which may have been the result of the echocardiogram probe. The patient went to surgery the following day to repair the tear. The patient is currently stable and doing okay.